Event description:
It was reported that undersensing, post-sensed t-wave oversensing, and far field p-wave oversensing was observed on the device. Additionally, the device communicated slowly via bluetooth telemetry. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.